Manufacturer narrative:
(B)(4). The damages on the outer insulation are consistent with that occurred during the surgical procedure. Visual inspection revealed that the lead tip was covered with calcification. The lead was otherwise normal.

Event description:
It was reported that high impedance, inadequate capture and sensing variation was observed on the lead. The lead was replaced and the patient was in good condition after the procedure.